Event description:
The pt reportedly experienced intermittencies, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing of the device showed that it was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear stimulator.